Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the calcified vessel in the left lower leg. A 014/300/sst platinum plus guide wire was advanced to cross the lesion. However, after the device passed through the lesion area, it was noted that the tip of the guide wire broke off. It was assumed that the tip was weakened due to the calcification of the lesion. The physician attempted to capture the detached tip with a non-bsc wire but it was unsuccessful. The tip remained inside the patient's body. The procedure was completed with no patient complications reported.